Manufacturer narrative:
Upon further review, it was discovered that this complaint is a duplicate. The complaints have been reported under 3008011247-2017-00071 (type ia endoleak) and 3008011247-2017-00072 (left limb occlusion).

Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Patient returned for 3 month follow up where a CT revealed a late type ia endoleak. The physician elected to re-intervene by placing coils as well as onyx glue in the aneurysm sack. After, a palmaz stent was placed at the level of the lowest renal artery, successfully resolving the endoleak. As of the date of this report, there have bee no additional patient sequelae reported.